Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the main knob being damaged. It is not known how this damage occurred. The main knob was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.